Event description:
T was reported on (B)(6) 2025, that the patient stated device charger caught on fire. Patient stated red cable was plugged in with monitor, monitor was not charging when plugged in, patient stated she smelled smoke, when she unplugged it was hot, usb c port that was plugged into phone was sparking. Patient stated there was no property damage. Patient stated allegation had too do with charging block and red cable. Patient was charging device at the time of allegation. Patient was sent a replacement. The patient did not seek any medical attention. The patient stated there were no other electronics plugged in the outlet at the time of the event. The patient does live in florida, so y can be very humid and hot. No additional information was provided.

Manufacturer narrative:
It was reported that the mcot monitor - a10e - verizon-unlocked was charging when the charging cable - monitor - a to c caught fire. The device was returned for evaluation. Engineering evaluation confirmed the monitor/charge cord melt. Root cause could not be determined. Am&d philips is further investigating this reported issue.